Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the tubing detached twice. The patient had high blood glucose level reported to be 2 g/l (200 mg/dl). No further information available.